Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050502 captures the reportable event of device misfire. Block h11: correction: blocks d2a, d2b, g4, as well as e1, e2 and e3 (initial reporter fields) have been updated.

Event description:
It was reported that during the procedure, the capio device has misfired on multiple different occasions. There was no information on what completed the procedure and there were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that during the procedure, the capio device misfired on multiple different occasions. There was no information on what completed the procedure and there were no patient complications reported.